Manufacturer narrative:
The facility's biomedical engineer has advised that preventative maintenance was completed, the battery and safety disk were replaced and the iabp was cleared for clinical use.

Event description:
It was reported that during a field action performed by uhs technician, the battery run time test failed and the safety disk was expired. Preventive maintenance (pm) was overdue. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer reported that they would complete the repairs needed. If additional information is provided by the customer, we will submit a supplemental report. The full initial reporter name is (B)(6). The initial reporter named is a getinge designee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a field action performed by uhs technician, the battery run time test failed and the safety disk was expired. Preventive maintenance (pm) was overdue. There was no patient involvement, and there was no adverse event reported.